Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the nc emerge balloon catheter. The balloon, tip, shafts, hypotube, and bonds were microscopically and visually examined. There was contrast in the inflation lumen and blood in the inflation lumen, guidewire lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed a 12 mm longitudinal tear in the balloon wall at the distal end of the balloon. Microscopic examination presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. Device analysis determined the condition of the returned device was not consistent with the reported information; due to the additional damage found. The reported crossing difficulty cannot be confirmed because the clinical circumstances could not be replicated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2017. It was reported that crossing difficulties were encountered. A 3.50 mm x 15 mm nc emerge® balloon catheter was advanced for dilation but device was unable to cross the lesion. The procedure was completed. No patient complications were reported. However, returned device analysis revealed a longitudinal balloon tear.